Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed and formed needle retracted. The customer description claims that the slide insert was not visible in the viewing window upon inspection of the pod. The pod was received with the slide insert visible. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. Although no problem was found with the device, it could not be determined when the slide insert deployed and became visible in the viewing window, and the cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 500 mg/dl. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. As treatment, the patient applied a new pod as well as administered a bolus and increased their basal rate with the new pod.